Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 29-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued. [Mw5081766].

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported they were implanted with an interstim that caused them nothing, but chronic pain and it felt like they were being electrocuted non stop. The patient noted they believed they had permanent nerve damage from their right hip all the way down to their right foot; after having to deal with this for almost four years, the patient had it removed in 2017. The patient stated they believed the product should have never been cleared to be put into someone¿s body considering all the damage it had done to them. The patient stated the healthcare professional (hcp) said she had to dissect it out them because the lead broke off inside of them. The patient noted that was an additional surgery they should not have had to go through and to be left in with pain everyday of their life. The patient noted treatment medication were crestor, 10 mg, "venalfixine" 37.5 mg, and no over the counter medications. The patient stated the event resulted in hospitalization and disability/permanent damage. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.